Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. Customer obtained a sensor reading of 140 mg/dl which was higher than they felt. The customer experienced a loss of consciousness and was taken to a hospital where they received intravenous glucose for a diagnosis of hypoglycemia. The customer was hospitalized for an unspecified length of time. There was no report of death or permanent injury associated with this event.